Event description:
Approximately one week after implant surgery, the patient developed a blood clot underneath the implanted device. The patient reportedly was sedated for removal of the blood clot. No further details were given. The device remains implanted.